Event description:
Reporter alleged when attempting to download the blood glucose monitoring device, noticing the bottom part is burned amd melted. Reporter stated the connectors on the right side are "messed up." Rpeorter stated being unsure the age of the device and when it was last cleaned. Reporter indicated the device is wiped with a damp cloth or alcohol swabs. A request was made for the return of the suspect device and replacement product was sent.